Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for these phaco handpieces. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that the irrigation line was under his hand while using the handpiece during a cataract extraction procedure. This caused uncomfortable handling of the handpiece and a kink in the irrigation line. The surgeon felt that the irrigation line should be above the handpiece while in use. The procedure was completed with no harm to the patient